Event description:
It was reported that the customer's sensor readings were off, sometimes by 100 mg/dl. The customer was not wearing the sensor at the time of reporting the issue and therefore could not troubleshoot. She did state that the night prior to this report, the sensor gave a reading of 75 mg/dl and then 63 mg/dl, but shen she checked her blood glucose she was around 112 mg/dl. The issue may have been occurring for about a month. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is one of four medwatch reports regarding this event. Please see medwatches 2032227-2014-73065, 2032227-2014-73070, and 2032227-2014-73071.